Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5100689. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of clamp issues / damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv tubing clamp was loose and caused the patient to receive a bolus of pitocin. This resulted in "fetal distress" and emergency c-section. The following information was provided by the initial reporter: "a bd alaris IV tubing clamp failed to engage ultimately causing the patient to receive a bolus of pitocin which resulted in fetal distress and the need for an emergent cesarean section."